Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages or other deviations were not detected. In as-received condition the white clamp was closed. The original wing cap was not handed over. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. A proper examination of the flow rate can not be carried out at the sample, since the sample is blocked. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
(B)(4). The pump was finished after 28 hours although it should have been finished after 46 hours.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, fast flow rate is a known error pattern and corrective and preventive actions are in progress / have been implemented.